Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vicm5_12.6 -11.50 diopter implantable collamer lens was noted to be damaged (torn) while injecting into the patients left eye (os). Per reporter, the damage occur during loading. Lens stuck in cartridge/delivery system was also reported. There was patient contact with no patient injury. A replacement lens was implanted within the same surgery and the problem resolved. In the reporter's opinion, the device is the cause of this event.